Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high impedance. The lead was experiencing over-sensing. The lead remains in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).